Event description:
Report of infection. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: no anomalies found; full lead returned and analyzed.